Event description:
(B)(4). Since 2009 after having the essure procedure I had severe stabbing pain on my left side, only where the ensure was placed. The doctor was only able to place it on one side during the surgery. Since then I have gone to the doctor with numerous complaints: sharp stabbing pain, always tired, skin irritation rash with itching, hair loss, heart palpitations, sleep apnea, difficulty sleeping, stomach pain, joint pain in the neck, left arm, knees and hip, rt. Foot edema, bowel issues, breast pain, ovarian cyst, uti, anemia, bleeding blood clots during menses, incontinence, vaginitis, frequent urination, diarrhea, dizziness, vit d deficiency, kidney pain, gout. I also experienced unreported issues such as forgetfulness, night sweats, metallic taste in the mouth, like salt, loss of hair in my right eyebrow. My doctor has tested me for cancer, lupus, rheumatoid arthritis. All these should be in my medical records chart. I was not aware that these symptoms were the cause of the essure, until (B)(6) 2015 when there was a report on (B)(6). That's when I looked it up and found the list of symptoms coincided with all my health issues.